Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate shocks. The right ventricular (rv) lead had an apparent fracture and short v-v sensing was noted. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: we received performance data collected from the device and have analyzed the data. The bulk of the lifetime ventricular short interval counts (sic) counts (12612) occurred since (B)(6) 2012. Both the superior vena cava (svc) and defibrillator lead impedances rose from an approximate baseline of 50 ohm to > 12000 ohm on 23 october 2012. Oversensing was noted with short v-v cycle events (<(><<)>220 ms) occur on the (B)(6) 2012: 12 non-sustained ventricular tachycardia episodes and 3 ventricular fibrillation (vf) episodes. The full lead was returned in segments and analysis found that the distal conductor was fractured/flexed. The distal electrode was covered in blood. The insulation overlay tubing had blood ingression. The outer insulation had a cosmetic depression. The insulation overlay had environmental stress cracking. The defibrillator superior vena cava (svc) coil was kinked/buckled and pulled/stressed due to overstress. The insulation overlay tubing was cut. The distal electrode was pulled/stretched due to overstress. The defibrillator conductor exposed coil was kinked/buckled.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).